Manufacturer narrative:
Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305921 batch#: unknown it was reported that the bd safetyglide safety mechanism broke. The following information was provided by the initial reporter: "needle holder broke and dr stuck with needle." Product number - (B)(4). Additional information provided: 1. Kindly provide the batch/lot number of the product. Unknown 2. Kindly provide the date of event. (B)(6) 2024 3. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? No photo or sample available 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. End user experienced needle stick with a used needle